Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the bmw universal ii guide wire was advanced from the brachial artery to the aorta. Reportedly, the guide wire bent at the aortic bulb, with the floppy part of the guide wire entering the brachiocephalic trunk. The guide wire separated and the stiff part of the guide wire was removed, with the floppy part remaining in the patient anatomy. The patient was sent to the vascular department to remove the separated segment from the left ventricle along aorta via the right carotid artery. The second bmw universal ii guide wire separated outside the patient anatomy, prior to use in the patient anatomy. The device was not used in the patient anatomy. The device separated at a connection site, between the rigid portion of the guide wire and the floppy portion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other ht bmw universal ii guidewire is filed under a separate manufacturing report number.

Event description:
It was reported that during the procedure, the balance middleweight (bmw) universal ii guide wire was used. The bmw guide wire separated during use, with the distal portion remaining in the patient anatomy. It was noted that the guide wire separated at a connection site, between the rigid portion of the guide wire and the working portion. A second bmw universal ii guide wire was attempted to be used, but may have separated prior to use. The patient was sent to another hospital, potentially for surgical removal of the first wire. No additional information was provided.